Event description:
At the maintenance phase of an ivtm therapy after rewarming the patient to 36.5 °c, the thermogard system generated an "air trap" alarm. The pump rotor stopped after the alarm occurred, and the console went into standby mode. The nurse noticed a decrease in the saline bag. Upon inspection, no leakage was found on the tubing, and there weren't any traces of liquid/saline on the patient's bed or the floor. The user performed a leak check following the IFU, but no red blood tinge was observed. The customer replaced the icy catheter for a suspected leak and possible infusion of about 250 milliliters into the patient's bloodstream. After replacing the catheter and re-priming the system, the "air trap" alarm cleared, and the treatment was completed successfully with the same console. No consequences or impacts on the patient.

Manufacturer narrative:
The icy catheter in the complaint was returned to zoll on 27 june 2024 for evaluation. However, the investigation is still in progress. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
The reported complaint of a suspected catheter leak was confirmed during the functional testing of the returned icy catheter (lot #196563). A water emission/leak was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. All infusion ports and lumens were flushed without resistance during functional testing of the returned catheter. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. No leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer port during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation result related to the reported complaint, and there were three similar complaints reported for the icy catheter with lot number #196563. Ccrs b)(4) were reported on 25 april 2024, 21 may 2024, and 17 june 2024, respectively for a catheter leak. In all the ccrs, the investigation revealed a water emission/leak from the proximal luer port during the lumen crosstalk test.